Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: white particles inner the device. Leak test and microscopic analysis was performed which identified: delamination of valve (<75% partial separation) and sharp opening on plug strap bond edge. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp opening on plug strap bond edge assessed as an unidentified (tear) opening. A delamination partial of the valve (adhesive failure).

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Event description:
The device has been explanted.